Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not delivering insulin properly. Customer's blood glucose (bg) was 211 mg/dl at its highest. To address bg, customer changed out the supplies. During troubleshooting with tandem technical support, no issues with the pump or supplies was identified.